Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is 65 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: abstract 1983: ¿defibrillator leads: is smaller necessarily better?¿ authors: sunil mirchandani, kenneth m stein, steven m markowitz, sei iwai, bindi k shah, jim w cheung, vivian r tan, sandhya dhruvakumar, david p dobesh, dmitry nemirovsky, bruce b lerman, suneet mittal. Circulation. October 31, 2006, volume 114, issue suppl 18. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was received, reviewed, and reported the following information. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that there was a decrease in r-waves, along with "abnormal right ventricular (rv) lead sensing, and an elevated rv pacing threshold;" these patients required a lead revision. The status/location of the lead is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.